Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position, n/a; cartridge condition, n/a; and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good; and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a thoracoscopy, blebectomy after taking down adhesions, the surgeon went to resect across the base of the bleb and the jaws of the ez45 would not open up. The surgeon used another instrument and pryed the jaws apart and slipped it over the base of the bleb and fired. The instrument was set aside and a new device was opened to complete the case. There was no pt consequence. 10/16/97 it was reported to the rep there was no problem with the reload, the jaw mechanism on the stapler was the difficulty. It is not known if the ez45b or ez45g was being used. The box was not saved. 11/5/97 there is no add'l info.